Event description:
A customer reported receiving a minimum fill notification while attempting to load a new cartridge onto their insulin pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within the safe range. Technical support instructed the customer to clean the pneumatic tap area on the pump, but reloading the same cartridge did not resolve the issue. The customer was then guided through filling and loading a new cartridge onto the pump, which successfully resolved the problem, allowing the pump to resume normal operation.